Event description:
During preparation for an ercp procedure a wilson-cook web ii double lumen extraction basket was used. The device was removed from the package and an attempt was made to pretest the basket extension. As the basket handle was pushed forward, to deploy the basket, resistance was felt and the drive wire punctured the sheath below the handle. No injury was reported.